Event description:
A trilogy ev300 ventilator was returned to the manufacturer for fco81 implementation, the unit lost all ac power and will not power on at all. There was no allegation of device malfunction. The device was not reported to be in patient use. During the initial evaluation the device the technician attempted swapping batteries to troubleshoot the issue and this did not resolve the problem. The customer rejected the service quote. No further evaluation or repair was performed. The root cause has not been established.